Event description:
The customer contact reported a tear in the tubing; subsequently, a leak was noted. The tubing set was being used to deliver an unspecified volume of 5% dextrose in normal saline with 40 meq potassium chloride, at an unspecified rate. After an unspecified length of time, it was reported that the patient called the nurse to report blood on the floor. It was reported that a small puddle of blood was noted on the floor at the bedside. At this time, the nurse reported that blood had backed up from the patient's IV access site into the tubing set proximally to the clave y-site. The customer contact reported that the delivery was immediately stopped and the tubing set was disconnected from the patient. The tubing set was replaced, the patient's IV access was restarted, and the therapy was resumed. During visual examination at the user facility, a tear was noted in the tubing just proximal to the clave y-site of the tubing set. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, additional information was not provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.